Event description:
It was reported that an infusor lv 5ml/hr leaked at the fill port. This occurred while filling the device. There was no patient involvement. No additional information was available.

Manufacturer narrative:
(B)(4). A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. The sample was not returned for evaluation; therefore, a device analysis could not be performed.

Manufacturer narrative:
(B)(4). Should additional relevant information become available a supplemental report will be submitted.